Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during intraocular lens (iol) implantation procedure, the lens was broken when it came out of cartridge. The lens was removed and replaced with a new one in an initial procedure. There was no patient harm. Additional information was requested, but no further information is available.